Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon of the hydrogel foley catheter was leaking. When the catheter was removed from the patient it was noted that the balloon had ruptured. The balloon was not missing any pieces.

Event description:
It was reported that the balloon of the hydrogel foley catheter was leaking. When the catheter was removed from the patient it was noted that the balloon had ruptured. The balloon was not missing any pieces.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon."